Manufacturer narrative:
The responses to the letter sent on (B)(6) 2012 are in the attached file included with this report.

Event description:
It was reported that during a stenting procedure in the internal carotid artery (ica), the stent migrated following its deployment. The physician successfully removed the stent with a retrieval device without any clinical consequence to the patient.

Event description:
It was reported that during a stenting procedure in the internal carotid artery (ica), the stent migrated following its deployment. The physician successfully removed the stent with a retrieval device without any clinical consequence to the patient.